Event description:
Essure complications. Pain every day because of essure. Made many trips to my gym because of essure related problems. Have to get coils removed due to essure related complications. Got essure in (B)(6) 2012, now it's 2013 and I need a hysterectomy. I'm only (B)(6). I just wanted to have permanent birth control, not to live in constant pain.